Manufacturer narrative:
Patient codes: device codes: internal file number - (B)(4). Correction: device evaluated by MFR: device status changed from no, device not available for evaluation to yes, returned to manufacturer. Method code 4114 removed. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Device status changed from returning to not returning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, no suture was present when the proglide plunger was removed; a cuff miss was noted. Two additional proglide devices were used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.